Manufacturer narrative:
The device was unable to prime during testing, due to protruded/loose drive support disk. No compromised force sensor system alarm noted. A motor error alarm occurred during occlusion test, due to protruded/loose drive support disk. The insulin pump was received with a protruded/loose drive support disk, cracked display window, cracked case at display window corners, and a cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump was emptying out insulin when she would rewind and disconnect it. Customer stated the device would squirt out insulin during the manual prime and continue to drip after motor would stop. Customer's blood glucose was 304 mg/dl. She stated she was unable to exit the preparing to prime loop. Customer stated she was not wearing the device during priming. Customer was advised the device would be replaced and agreed to return the product for analysis.